Manufacturer narrative:
(B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/07/2014). Product not yet returned.

Event description:
Consumer complaint or erratic blood results. Back to back blood glucose tests were 201 and 505mg/dl. Based on parkes error grid analysis, the bias between the two back to back results is located in zone c. No adverse event reported. No adverse event reported.